Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to flattened buttons dome switch. No button error alarm or failed battery test alarm noted during testing. No further testing could be performed due to unresponsive keypad/button. The insulin pump had minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and broken reservoir tube lip.

Event description:
It was reported that the customer had issues with the insulin pump's keypad. Her blood glucose level was 157 mg/dl. When she tried to prime the tubing, the numbers kept scrolling up. The customer received a maximum fill alert, a button error alarm, and a failed battery test alarm. The keypad was also not responding. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.